Event description:
It was reported that the patient has experienced no stimulation since the summer of 2008. The patient's neurostimulator is at the end of life and her lead has "shorted out." She will have her neurostimulator and lead replaced in 2008. The patient was at home in good condition. Further information is being requested from the hcp.